Event description:
It was reported that the patient underwent a paranasal procedure. While using the demo hydrodebrider handpiece the surgeon discovered water around the patient's eye. The surgeon consulted with an eye doctor. The patient's eye pressure was checked and found to be acceptable. No immediate surgical intervention was required. No further details were provided.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. (B)(4). The handpiece will not be returned to the manufacturer for evaluation. With the information provided by the reporter, we are unable to determine the definitive cause of the reported event. The hydrodebrider system is intended to irrigate the paranasal sinuses including post endoscopic sinus surgery and office based irrigation. The hydrodebrider handpiece is used to direct and deliver pressurized irrigation solution to a localized site. In cases where the lamina papyrecea has been compromised during the surgical procedure, care should be taken not to direct the flow of irrigant through the fistula and into the orbit.